Event description:
Two endeavor sprint rx drug-eluting stents were implanted at the distal rca, one stent was implanted as treatment of target lesion, and one stent was implanted overlapping, as treatment of complication/dissection/bailout. Lesion tortuosity was reported as less than 45.

Manufacturer narrative:
Evaluation code, results: dissection.